Event description:
The reporter called regarding vicks sinus nasal inhaler humidifier. The reporter mentioned that her niece was using the device on her baby as the baby was suffering from chest congestion. The humidifier caused the baby's chest burn with redness and blisters and the mother got scald on her chest. This information was relayed to kaz USA, inc. Through medwatch form #mw5153521; the consumer had never previously contacted our company. We reached out to the consumer's relative who was unsure of the extent of any injuries, and unsure exactly how the product was being used when the alleged incident occurred. The patients involved were the initial reporter's niece, and the niece's infant child. Kaz USA, inc has requested that the product be returned to our company for testing.

Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.